Event description:
Patient had left ureteral stone. Surgeon was preparing to use the holmium laser to crush the stone when he noticed something strange in the ureter. He removed the laser fiber and looked for any damage. Damage was not immediately noted. Upon reinsertion of the ureteroscope, the surgeon identified a foreign object inside the ureter and used grasping forceps to remove the object. The object appeared to be part of the outer covering sheath. The laser fiber was immediately taken out of service.